Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not removing air from the cartridge during the loading sequence. Customer was educated on the proper load technique and using room temperature insulin when filling cartridge. Customer continued to use existing cartridge. Customer¿s blood glucose level was 185 mg/dl.